Event description:
The customer reported that more than 10 cc of cleaner leaked from the lh500 on the right side near the low vacuum regulator and was not contained. The instrument also generated flow cell clog errors. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found worn tubing on feed-thru fitting (ff107 to ff124) on pinch valve (pv37) leaking, he replaced all tubing at pinch valve (pv37) to resolve leak. The fse then replaced a cracked pinch valve base (pv27) to resolve flow cell errors. Upon recur, the failure mode identified pv27 malfunction will likely cause erroneous results for diff parameters due to improper erythrolyse delivery to the mix chamber, causing improper sample dilution into the flowcell. (B)(4).